Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted the patient had severe chest pain post operatively and "something" was noted on a computerized tomography (CT) scan. A perforation or lead dislodgement was suspected but a lead issue or perforation was unable to be confirmed. The patient deteriorated and passed away two days after the implant procedure. The cause of death is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.